Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the meter displayed an error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient's product has been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time. Lifescan will evaluate the product(s) and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (6/15/2013)-device evaluation: the meter has been returned and evaluated by lifescan product analysis on 5/22/2013 with the following findings: the meter involved with this complaint were found have a data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.